Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: the keypad cover was found to be intact; there was no evidence of peeling or damage. All keypad buttons were found to be responsive. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened; there was no evidence of corrosion near the keypad connector. The reported keypad issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.